Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was slight resistance when attempting to insert the ultrasound probe into the guide sheath of the evis lucera elite bronchovideoscope. Therefore, the guide sheath was removed and after a biopsy forceps was inserted outside the body, a piece of rubber came out. The device was checked by the customer and it was found that the single use biopsy valve was chipped. This event occurred during a diagnostic respiratory procedure. The procedure was delayed 5-10 minutes and a similar device was used to complete the procedure. There were no reports of patient harm.